Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 489 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was not feeling ok. Customer was not using the auto mode feature at the time of the incident. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 489 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was not feeling ok. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.